Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated heavy calcification on all three leaflets and slight wireform distortion around leaflets 2 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect. Leaflet 3 had a 6mm vertical tear on the cusp region. Calcification was evident at the tear region. The wireform was exposed on commissures 1 and 2, and near leaflet 2 at the outflow aspect. Customer report of calcification and stenosis was confirmed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Based on the information received, calcification and host tissue restricted leaflet mobility and led to stenosis. Patient factors likely contributed to the event.

Manufacturer narrative:
The device was returned to edwards for evaluation. The device evaluation is anticipated, but has not yet begun. A supplemental report will be submitted upon evaluation completion. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received notification that this 25mm pericardial aortic valve was explanted after an implant duration of 5 (five) years and 6 (six) months due to severe calcific degeneration leading to stenosis. A 25mm pericardial aortic valve was implanted in replacement. The patient was noted to be hospitalized in stable condition. The explanted device was returned for evaluation.